Event description:
It was reported that the patient presented for device replacement due to normal eri. During procedure, through psa testing the left ventricular lead exhibited high impedance in bipolar configuration. In unipolar configuration the impedance was within normal ranges. After connecting the lead to the new device, the impedance was still high in bipolar configuration but was within normal range in unipolar configuration. The physician set the lv pace vector to lv tip to rv coil and patient had acceptable capture threshold. The patient was asymptomatic prior, during, and after the case. Patient was stable in the recovery room.